Event description:
Event description guidant received information that this implantable left ventricular lead had varying pacing impedances (200 through >2000 ohms) during the implant procedure. The physician abandoned the procedure due to persistent anodal stimulation and returned the lead for analysis.